Event description:
It was reported that the nurse was trying to start therapy and was getting no flow in an arctic sun device. Disconnected and reconnected pads using proper technique. They then got a probe out of range that seemed to be resolved reseating the probe. Started therapy and guided to diagnostics showed that the system hours were 13,768, pump hours were 11,917, inlet pressure (ip) was -0.4psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm and would get a new device and send this one to biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.